Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. The customer addressed the issue by powering the pump off and then back on, resuming its use. Technical support recommended updating the pump software.